Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). It was indicated that the customer would address their bg levels with the pump. Customer reported removing the syringe from the cartridge during the loading process and declined troubleshooting with tandem technical support.